Manufacturer narrative:
(B)(4).

Event description:
Received info a trial pt had excessive bleeding from the incision on his back that required medical attention. Pt also reported a shocking and thumping sensation when the stimulation was turned on. Pt did not go on to full implant. He has recovered from these events.